Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was difficult to operate, as the patient was unable to pump the device. During the surgical procedure, the pump bulb was noted to remain flat and not inflate, consistent with a sticky pump. A surgical procedure was performed in which the entire device was removed and replaced with a new implant. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device history record (DHR) and ship history review cannot be performed as the lot number was not available. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established, so a conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was difficult to operate, as the patient was unable to pump the device. During the surgical procedure, the pump bulb was noted to remain flat and not inflate, consistent with a sticky pump. A surgical procedure was performed in which the entire device was removed and replaced with a new implant. There were no patient complications reported.